Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system detected a high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. It was noted the rv pacing impedance was intermittently out of range earlier in the year as well, and was left in a unipolar configuration. It was discussed this was not a spring contact issue. The patient is zero percent paced in the rv. At this time, this pacemaker remains in service and there were no adverse patient effects reported.